Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's father to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Event description:
Subsequent to the first follow-up for this MDR report number 3004753838-2015-30168, it was noticed that the incorrect MDR report number had been entered on it and the follow-up information reported in it was for MDR report number 3004753838-2016-30168. Please disregard the information in this report as the information was submitted in a follow-up report for 3004753838-2016-30168.

Manufacturer narrative:
(B)(4).